Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, on the 2nd firing, the instrument jammed and would not fire properly and release. A new instrument was opened to complete the procedure. There was a 10 minute delay to the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify, did the device fire at all? Instrument locked on 2nd firing. If so, please describe staple line, staple shape and cut line. Unknown. Please describe what was done to remove the device from tissue. ¿ reversed knife and open the stapler. Was there any damage to tissues or intervention taken? If so, describe. Unknown. What was the condition of the patient following the procedure ¿ stable. The device was received for analysis with no visual non-conformances and with an ecr60w cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.